Event description:
The manufacturer received information alleging a trilogy evo power lamp (led) light did not work. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician confirmed the power lamp did not light during an operational check; therefore, the power supply was replaced. In addition, the inline proximal filter was replaced due to dirt observed. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).